Manufacturer narrative:
As per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. As per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using pump supplies for four days. Tandem customer technical support informed customer that using pump supplies more than 48 to 72 hour is off label per the user guide. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose value.